Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of suture returned for analysis, a conclusive cause for the reported difficulty could be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, pushing more than tensioning the rail limb, the lever deployed early or excessive suture tension. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received/corrected: it was reported that suture placement in the right common femoral artery was done with two proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. The sheath was upsized to a 22f sheath, and the taa procedure was completed. Reportedly post procedure, a suture break occurred during knot advancement. A new proglide device was used. Hemostasis was achieved with the one pre-placed proglide suture and the new proglide device. No additional information was provided.

Manufacturer narrative:
Nab5: corrected information inadvertently missed from previous report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via a 6f sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, a suture break occurred after step 3. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22f sheath, and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.